Event description:
It was reported the patient has been receiving ineffective therapy. Surgical intervention was undertaken and the system was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Device 3 of 4. Reference MFR. Report#: 1627487-2021-14466. Reference MFR. Report#: 1627487-2021-14467. Reference MFR. Report#: 1627487-2021-14469. It was reported the patient has been receiving ineffective therapy. Reprogramming was performed but was unable to provide resolution. As a result, the patient may undergo surgical intervention.